Manufacturer narrative:
Concomitant medical product: 407658 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one day post-implant, the atrial lead had dislodged and dropped into the right ventricle (rv). The lead was placed back into the right atrium (ra) and remains in use. No patient complications have been reported as a result of this event.